Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. During examination after disassembly, it was noted several internal components of the head assembly displayed slight wear and/or slight to moderate corrosion. Drive gear components were slightly worn and/or slight to moderate corrosion. All gear drive components appeared to be dry and lacking in lubrication. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. The contact between the cap underside and the pusher may have caused the cap to loosen. Over time, the cap assembly could have loosened to the point where it separated from the attachment head.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 attachment while in use. The reported complaint did not result in an injury or need for intervention.